Event description:
In 2006, a clinical incident involving a microcape arthrowand was reported to arthrocorc. During a wrist arthroscopy procedure, it was reported the pt sustained a second degree burn with some blistoring to the pt's right wrist approx 0.5 cm x 5 cm in size. The pt's burn was treated with keroform gauze and remains under a cast. The physician reported he believes the burn was caused by inadequate fluid flow through the joint and the small size of the joint may have also contributed.

Manufacturer narrative:
The device was not returned to MFR for evaluatin. The hosp confirmed the device was not used with adequate saline flow through joint. The instructins for use for the device provides the following warning "caution; when using caps family arthrowands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of solution that may result in tissue damage." There are no other similar reports for this lot.